Event description:
It was reported that the insulin pump alarmed motor error. The alarm had occurred twice within thirty days. The customer declined to provide their blood glucose reading. The customer does not use the sensor feature. They were unable to rewind the device. The customer was advised to remove the battery in order to prevent continued alarms. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.